Event description:
It was reported that the pump battery was depleting faster than expected. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to fully charge the battery and sent a new wall adapter and usb cable, but the customer declined a follow-up to confirm if the issue was resolved.